Manufacturer narrative:
Evaluation summary: the reported condition of the pump infusing too rapidly could not be confirmed or duplicated during service, therefore there were no corrections made to the device.

Event description:
The facility reported a pump that is infusing too rapidly. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.